Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The investigational analysis completed 4/17/2019. The device was visually inspected and it was found in good conditions. During the second visual inspection, a hole and reddish material was found in the pebax. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and both temperature and impedance values were observed within specifications. Cool flow pump testing was performed and it was found within specifications. The catheter was irrigating correctly. No irrigation issues were observed. On 5/2/2019, a manufacturing record evaluation was performed and no non-conformances related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacturer's reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter and the biosense webster inc. (Bwi) product analysis lab (pal) observed a hole in the pebax. Initially, it was reported that two hours into using the catheter during ablation, a high temperature issue occurred. The pump was able to be flushed. However, a temperature alarm occurred so the catheter could not be used and an unknown error code was observed. The cable was changed, but the temperature issue continued. Catheter replacement resolved the issue and the procedure was completed. No adverse patient consequences were reported. The observed high temperature issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 3/14/2019, the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation. Upon initial inspection, no visual damage or anomalies were observed. This event is being reported because during a second inspection on 4/12/2019, the bwi pal found reddish material inside the pebax and a hole. The reddish material has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The observed hole in the pebax has been assessed as MDR reportable as the device integrity was compromised. The awareness date has been reset to 4/12/2019.